Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided the wrong size drill was used and too much torque was applied to the screw which resulted in the screw fracturing.

Event description:
The sales associate reported the screw head fractured during insertion for repair of a mandible fracture. The body of the screw was left in the patient and there was a less than a five minute delay in surgery. Upon follow up it was confirmed the wrong drill size was used and too much torque was applied to the screw which resulted in the screw fracturing.